Event description:
A report was received that the patient had a non-device fall. A fluoroscopy showed that the lead appeared to be broken and it was displaying high impedance contacts. The physician explanted the lead and decided to implant a new lead. Nothing was wrong with the lead and it was physician's preference. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The lead passed all visual, electrical, mechanical, and photographic imaging tests performed. The complaint of high impedance was not confirmed. The lead was rotated in several directions to duplicate the high impedance complaint with no anomalies detected. The lead exhibits normal device characteristics.

Event description:
A report was received that the patient had a non-device fall. A fluoroscopy showed that the lead appeared to be broken and it was displaying high impedance contacts. The physician explanted the lead and decided to implant a new lead. Nothing was wrong with the lead and it was physician's preference. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient had a non-device fall. A fluoroscopy showed that the lead appeared to be broken and it was displaying high impedance contacts. The physician explanted the lead and implanted a new lead. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing correction to initial MDR provided.

Manufacturer narrative:
Explanted devices will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.